Event description:
Clinical study. Four days after a coronary drug eluting stenting procedure, a sub acute thrombosis occurred. The patient was enrolled in the program in 2004. Target lesion 1 was identified in the distal lad with 70% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.0 x 24 mm taxus stent. Residual stenosis was 0%. Target lesion 2 was identified in the mid lad with 70% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with placement of a 3.0 x 12 mm taxus stent. Residual stenosis was 0%. Target lesion 3 was identified in diag1 with 70% stenosis and a 2.5 mm reference vessel diameter. Target lesion 3 was treated with placement of a 2.5 x 12 mm taxus stent (crush technique employed; overlapped with one of the other taxus stents). Residual stenosis was 0%. Target lesion 4 was identified in the proximal lad with 70% stenosis and a 3.0 mm reference vessel diameter. Target lesion 4 was treated with placement of a 3.0 x 12 mm taxus stent. Residual stenosis was 0%. The patient was discharged the following day. Three days later, the patient presented with chest pressure that they described as similar to symptoms leading to their recent catheterization and stenting. EKG showed st depression in the lad distribution. Cardiac catheterization the following day revealed; lmca - free of disease, lad (target vessel) - patent, diag1 (target vessel) - 100% occluded, lcx - free of disease, rca - free of disease. It was decided to manage the patient medically. No reintervention was undertaken. The patient's cardiac enzymes met guideline criteria for myocardial infarction.